Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was noticed to be damaged after insertion into the operative eye. The lens was removed and replaced with a new one. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.